Manufacturer narrative:
The reported event of failure to capture was not confirmed. Analysis found that a complete lead was returned in one piece measuring 52.2 cm with a stylet and a clip-on-tool. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited failure to capture. The lead was exchanged during the procedure. The patient was stable in condition.